Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2014. Type 1a and 1b endoleaks in the right common iliac were discovered on (B)(6) 2016 and later that day, the secondary case for this patient was completed and the patient was implanted with an afx vela infrarenal and extender. Prior to this re-intervention, the patient was asymptomatic. The patient went home the following day after the secondary procedure and no devices were explanted.